Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their sensor displaying inaccurate readings between the sensor and blood glucose levels. The customer's blood glucose was 300 mg/dl. The customer sated that they visited the emergency room but did not specify the time and date of the hospitalization. The customer did not want to check for bent cannulas. The customer stated that their basal rates were changed not long ago. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp.

Event description:
It was clarified that the customer was not hospitalized.